Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Concomitant products: 450cc mentor memorygel breast implant (catalog number 3504504bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with 450cc mentor memorygel breast implant saline breast implants and experienced postoperative right-sided capsular contracture baker grade iii and rupture. The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On march 9, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On may 20, 2020, mentor received additional information that indicated that the patient also experienced bilateral breast asymmetry post-operatively. The breast asymmetry on the left breast will be reported under mrn: 1645337-2020-06667. On may 20, 2020, mentor received photos of the suspect medical devices and on may 21, 2020, an investigation of the photos were completed. Investigation summary: although the devices were discarded, photos were provided. Upon visual evaluation of the two images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the 6798964 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 29-apr-2020, mentor received additional information regarding the date of explantation and the condition of the suspected device. The patient underwent explantation on (B)(6) 2020. A healthcare professional reported that the device was severely ruptured and discarded upon explantation. The device will not be sent back for evaluation.the relevant fields have been updated. Manufacturer's reference number: (B)(4).